Event description:
It was reported that a vns patient experienced painful stimulation in the neck and shoulders, which resolved when the device was turned off. The treating psychiatrist indicated device diagnostics were within normal limits, indicating proper device function. The patient was referred to a surgeon for evaluation. The surgeon indicated that a CT scan showed a "gap" in the "wire." X-rays were sent to the manufacturer for review, and no obvious lead discontinuities were observed. Followup with the surgeon revealed that he planned to replace the lead even though device diagnostics are ok. He indicated that the CT scan showed the lead to be "frayed" at the clavicle, where the patient is feeling the shocking. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.